Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was notified of an adverse event for a patient participating in the strive post market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the spiration valve system (svs) for the treatment of severe emphysema in a post-market setting. It was reported that following a therapeutic bronchoscopic lung volume reduction (blvr) procedure with placement of a 7 mm spiration valve in the apical segment of the right upper lobe, the patient developed post-obstructive pneumonia of the right middle lobe (rml). A culture was positive for haemophilus influenzae. The patient required hospitalization, including admission to the intensive care unit (ICU), where non-invasive ventilation was provided. The patient made a full recovery following hospitalization. No additional information is available. This is report 1 of 3.